Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2022-0211. It was reported the patient had his scs ipgs replaced because the ipgs were inoperable.

Manufacturer narrative:
Correction b5: additional information received that only one ipg was removed on (B)(6) 2022 and patient's other ipg on their right buttock was removed on (B)(6) 2022.

Event description:
Related manufacturer report number: 1627487-2022-04165, 1627487-2022-04166. Additional information received that only one ipg was replaced on (B)(6) 2022 and patient's other ipg on their right buttock was removed on (B)(6) 2022.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.